Event description:
Other coils had been successfully placed in the bifurcation aneurysm within the carotid artery. The device in question was reported to prematurely detached outside the microcatheter. It was stated that "with the carotid practically without flow, a balloon was put inside the pt (hyperglide ev3) to try mechanically help the carotid. It worked and the physician was gotten the hemisphere." Attempts to obtain further info regarding this event have not been successful.